Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no evidence of anomalies found.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) patient reported that while out walking in the woods heard the device making a noise that was also heard by family. The patient also reported feeling chest pain, dizziness and funny vision prior to the episode but the symptoms passed. The patient performed a remote data transmission, and the following day patient presented to clinic for evaluation. Upon evaluation, the ICD appeared to be fine with no alerts or therapies. The ICD remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.